Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 7.8 mmol/l and sensor glucose was 3.2 mmol/l at the time of incident when it triggered threshold suspend. The customer's blood glucose was 6.1 mmol/l at the time of call. The customer stated that they also had change sensor alarm. The customer stated that they saw a bit of blood after removing the sensor. The sensor will not be returned for analysis.